Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited multiple episodes of oversensing. On (B)(6) 2018 the patient presented to the clinic for a follow-up and the multiple oversensing episodes were confirmed which were due to noise. The noise could be reproduced with patient movement. It was noted that in (B)(6) 2018 a chest x-ray was performed and normal findings were seen but after re-evaluating the x-ray, a lead insulation anomaly was noted. A lead revision was being considered. No further information was reported.